Event description:
Medtronic received information that pump error 43, pump error 41 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 5.2a retainer ring = black customer complained on (B)(6) 2022 of pump error 43 and pump error 41. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement and self test. Unit successfully downloaded to thump. No pump error 43 or pump error 41 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 on 07/06/2022 23:23:29.000 due to moisture damage to pcb2. Verified in the pump history download the pump alarmed pump error 41 on 07/06/2022 23:23:29.000 due to moisture damage to pcb2. Pump was cut opened and moisture damage was noted on pcb2. The following were noted during visual inspection: scratched case, pump error 43 was confirmed due to moisture damage to pcb2. Pump error 41 was confirmed due to moisture damage to pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.